Event description:
The patient experienced a fading sensation after stimulation was on for just a few moments. He would receive stimulation for a few minutes and then it would go away. The green lcd light on the transmitter was flashing and the lcd had numbers. A new antenna and loaner was sent. Neither of them worked with the patient's device. It was assumed that the patient's device was at end of life. The healthcare provider confirmed that the patient experienced no stimulation. The patient's stimulation stopped after walking a full day on concrete. He was able to turn his device on and receive stimulation briefly. The stimulation would then become uncomfortable and stop. It was noted that the patient's insurance has changed and may have difficulty getting approval for a revision/replacement.

Manufacturer narrative:
(B) (4).